Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited spikes in impedances on the right ventricular (rv) lead. One value was noted to be out of range at greater than 2000 ohms. Further review showed that there was noise on the rv channel as well which was oversensed. The noise was due to the minute ventilation signal, so boston scientific technical services recommended programming the feature off. Variable thresholds were also observed. The patient is not dependent. The system remains in service and the patient is being monitored. No adverse patient effects were reported.